Manufacturer narrative:
Field service engineers (fse) evaluated the 2 aia-2000 analyzers at the customers' sites. The fses were able to replicate the error messages described in the reported events. The fses either replaced or cleaned the sample nozzles (main arm) to resolve the reported events. The 2 aia-2000 analyzers were returned into operational status.

Event description:
This report summarizes 2 malfunction events on the aia-2000 analyzer. The review of these events indicated that the aia-2000 analyzers experienced clog detection error messages, which caused delayed reporting of critical patient test results. These reports were received from various sources. Of the 2 events, 1 involved a patient sample with no indication of patient intervention or adverse health consequences due to the delayed reporting in test results. None of these events necessitated remedial action to prevent an unreasonable risk of substantial harm to the public health.